Event description:
It was reported that the right ventricular (rv) lead alerted for out of range rising impedance that exceeded the upper impedance threshold limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.